Event description:
A patient reported blood glucose results of 295 mg/dl, 275 mg/dl, 411 mg/dl, 50 mg/dl and 77 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Readings of 50 mg/dl and 77 mg/dl were taken with a new vial of test strips. Meter and test strips were replaced.